Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that it took 9 or 10 minutes to connect to the pump to request a bolus since about one month prior to this report. The patient got 10 boluses per day, so "that's 90 minutes just waiting for the bolus to go through". The patient mentioned something about receiving equipment replacement, however it was reviewed that the patient's last call to patient services was in (B)(6) 2025. It was noted that the patient was blind and could not read the serial number or troubleshoot. Patient services planned to call the patient back when the patient's son was home to clear the data on the handset to improve the bolus connection time. Patient services called the patient on (B)(6) 2025 to help clear data on the patient's handset. Patient services walked the patient's son through steps to clear the data. It was noted that the patient had already requested a bolus that morning, so she could not check the connection on the call. Additional information received from the patient reported that the handset was getting stuck at 90% again and they need assistance with clearing the data. They were assisted with clearing the data on the handset. The troubleshooting steps that were taken on the call resolved the issue.